Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of distal end to uterine wall thickness"), pregnancy with contraceptive device ("unintended pregnancy with contraceptive device") and gastroenteritis ("gastroenteritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failure". The patient's past medical history included parity 3. Concomitant products included desogestrel (cerazette). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting, gastroenteritis (seriousness criterion medically significant), adnexa uteri cyst ("paraovarian cyst on right tube") and anxiety ("worry during whole gestation with essure implanted"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with metoclopramide (primperan) and surgery (bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, gastroenteritis, adnexa uteri cyst and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri cyst, anxiety, embedded device, gastroenteritis and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced nausea with 15 days of evolution which did not improve with treatment with primperan. She had to remain with essure implanted during pregnancy, with consequent risks and worry during whole gestation. During procedure, both essure devices were observed with origin on their corresponding fallopian tube, with migration of distal end to uterine wall thickness. Newborn experiences serious hearing problems (case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: positive; on an unknown date: negative ultrasound scan - on an unknown date: bilateral devices normally inserted the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: embedded devices: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of distal end to uterine wall thickness') and gastroenteritis ('gastroenteritis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failure". The patient's medical history included parity 3. Concomitant products included desogestrel (cerazette). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced gastroenteritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), adnexa uteri cyst ("paraovarian cyst on right tube") and anxiety ("worry during whole gestation with essure implanted") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with contraceptive device") with nausea and vomiting. The patient was treated with metoclopramide hydrochloride (primperan) and surgery (bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, gastroenteritis, adnexa uteri cyst and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was on (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri cyst, anxiety, embedded device, gastroenteritis and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced nausea with 15 days of evolution which did not improve with treatment with primperan. She had to remain with essure implanted during pregnancy, with consequent risks and worry during whole gestation. During procedure, both essure devices were observed with origin on their corresponding fallopian tube, with migration of distal end to uterine wall thickness. Newborn experiences serious hearing problems (case#: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): investigation: on (B)(6) 2017: both essures are visible, placed in the corresponding tubes, with distal end displaced towards the uterine wall. Pathology test: on (B)(6) 2017: surgical pathology report states that in the same container provided with the right tube there was a coil-shaped metallic device that appeared to be an essure. Pregnancy test: on (B)(6) 2016: results: negative; on (B)(6) 2016: results: positive. Ultrasound scan: on (B)(6) 2016: results: bilateral devices normally inserted. Most recent follow-up information incorporated above includes: on 5-feb-2020: legal claim was received. Date of last menstrual period was added. Lab data was updated. The patient was discharged after the delivery on (B)(6) 2017. Hospitalization was added as seriousness criteria. After internal review, event pregnancy with contraceptive device was downgraded to non serious event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of distal end to uterine wall thickness') and gastroenteritis ('gastroenteritis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failure". The patient's medical history included parity 3. Concomitant products included desogestrel (cerazet) from (B)(6) 2016 for contraception as well as. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced gastroenteritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), anxiety ("worry during whole gestation with essure implanted") and adnexa uteri cyst ("right tube had a paraovarian cyst") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with contraceptive device") with nausea and vomiting. The patient was treated with metoclopramide hydrochloride (primperan) and surgery (bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, gastroenteritis and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri cyst, anxiety, embedded device, gastroenteritis and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced nausea with 15 days of evolution which did not improve with treatment with primperan. She had to remain with essure implanted during pregnancy, with consequent risks and worry during whole gestation. The patient was admitted for a planned surgery to have a bilateral salpingectomy and the excision of the bilateral essure devices on (B)(6) 2017. In the surgical protocol it was observed that ¿both essure devices are observed with their origin in the corresponding tube, with migration of the distal end towards the thickness of the uterine wall,¿ and the excision of both essure devices is carried out. Both devices were then sent together with the tubes for an anatomical pathology study. The right tube had a paraovarian cyst in it. The surgical pathology report describes that the right tube also has a metallic device shaped like aspring which is compatible with essure. Newborn experiences serious hearing problems (case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2017: both essures are visible, placed in the corresponding tubes, with distal end displaced towards the uterine wall. Pathology test - on (B)(6) 2017: surgical pathology report states that in the same container provided with the right tube there was a coil-shaped metallic device that appeared to be an essure; on (B)(6) 2017: the right tube had a paraovarian cyst in it. The surgical pathology report describes that the right tube also has a metallic device shaped like a spring which is compatible with essure. Pregnancy test - on (B)(6) 2016: results: negative; on (B)(6) 2016: results: positive. Ultrasound scan - on (B)(6) 2016: results: bilateral devices normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of distal end to uterine wall thickness') and gastroenteritis ('gastroenteritis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failure". The patient's medical history included parity 3. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced gastroenteritis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), adnexa uteri cyst ("paraovarian cyst on right tube") and anxiety ("worry during whole gestation with essure implanted") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with contraceptive device") with nausea and vomiting. The patient was treated with metoclopramide hydrochloride (primperan) and surgery (bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, gastroenteritis, adnexa uteri cyst and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri cyst, anxiety, embedded device, gastroenteritis and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced nausea with 15 days of evolution which did not improve with treatment with primperan. She had to remain with essure implanted during pregnancy, with consequent risks and worry during whole gestation. During procedure, both essure devices were observed with origin on their corresponding fallopian tube, with migration of distal end to uterine wall thickness. Newborn experiences serious hearing problems (case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2017: both essures are visible, placed in the corresponding tubes, with distal end displaced towards the uterine wall. Pathology test - on (B)(6) 2017: surgical pathology report states that in the same container provided with the right tube there was a coil-shaped metallic device that appeared to be an essure. Pregnancy test - on (B)(6) 2016: results: negative; on (B)(6) 2016: results: positive. Ultrasound scan - on (B)(6) 2016: results: bilateral devices normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.